Manufacturer narrative:
This supplemental report is being submitted to provide additional information: h4: manufacture date.

Event description:
No additional information received from the customer.

Event description:
It was observed during the device evaluation, that the bronchovideoscope distal end had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure mode¿" burn¿marks on the c-cover", is assessed to be¿contact¿between the c-cover and an activated electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.